Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11j26028 and h11i17473 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed and the root cause was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient's pd catheter was removed. It was not reported if a peritoneal effluent culture was performed. Treatment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 1 of 3 involved in this peritonitis event.